Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot numbers 201003 and 200911. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, ten retained samples for each lot reported were obtained. The retained samples were evaluated by our quality engineer team and no signs of defect were observed. Based on the limited investigative findings, an exact cause could not be determined for this incident.

Event description:
It was reported that 2 bd microlance¿ needles from lot 201003, and 1 needle from lot 200911 leaked. The following information was provided by the initial reporter, translated from japanese to english: "leakage".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 201003. Medical device expiration date: 2025-09-30. Device manufacture date: 2020-09-30. Medical device lot #: 200911. Medical device expiration date: 2025-08-31. Device manufacture date: 2020-08-31. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd microlance¿ needles from lot 201003, and 1 needle from lot 200911 leaked. The following information was provided by the initial reporter, translated from (B)(6) to english: "leakage".